Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes foreign matter was found in the tube of six tubes from this lot; one had a dirty shield; two had black spots in the tube; one tube was dirty and two tubes had air bubbles in the tube. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: 367989, lot 9030755. Fm in the gel x6. Dirty shield x1. Black spot in the tube x2. Dirty tube x1. Air bubbles in tube x2.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm and molding defects with the incident lot were observed. Additionally, evaluation/testing of the customer samples was performed and fm and molding defects were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm and molding defects with the incident lot were observed. Additionally, evaluation/testing of the customer samples was conducted and fm and molding defects were observed. Further investigation activities have been conducted through CAPA #503254 and the most likely root cause has been identified for the fm. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #503254 was conducted to document further investigation and root cause analysis relating the fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause for the embedded fm was determined to be related to a manufacturing issue. No specific root cause from the manufacturing process has been identified as a contributor to the air bubbles in the gel. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time for the fm in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes foreign matter was found in the tube of six tubes from this lot; one had a dirty shield; two had black spots in the tube; one tube was dirty and two tubes had air bubbles in the tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: 367989 lot 9030755, fm in the gel x6, dirty shield x1, black spot in the tube x2, dirty tube x1, air bubbles in tube x2.